Event description:
A report was received from the USA indicating that the device experienced a loss of ventilation error. There was no reported pt involvement. The date of the event was not provided.

Manufacturer narrative:
The device was tested and passed extended self testing (est) and the device was run on a test lung for several days. The event could not be duplicated. Covidien ref: (B)(4).